Manufacturer narrative:
(B)(4).

Event description:
It was reported that prompting for login during session on the mobile app was reported. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. No injury or medical intervention was reported.